Manufacturer narrative:
Omit: other occupation, report source other, b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the report of an under infusion where only 10ml of morphine was infused instead of 34ml was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the suspect pump module confirmed the device to be within specification for rate accuracy. The logs identified on (B)(6) 2024 at 1:54 pm, a remote intravenous (IV) infusion message was received, and the user started the infusion for drug ID: 959 (morphine), rate: 2ml/hr, volume to be infused (vtbi): 100ml. Primary volume infused (pvi) was recorded as 100.165ml. At 9:30 pm, the user programmed a 15-minute delay. At 9:35 pm, the user cancelled the delay and infusion was restarted. Pvi was recorded as 115.346ml. At 9:45 pm, the user cleared the total volume infused. Pvi was recorded as 115.666ml; pvi cleared to 0.0ml. At 9:46 pm, the user paused the infusion for 30 seconds. Pvi was recorded as 0.015ml. At 9:47 pm, the device alarmed occluded patient side. At 9:48 pm, the user restarted the infusion. On (B)(6) 2024 at 6:41 am, the user powered down the pcu. Pvi as recorded as 17.812ml. Designated complaint handling unit (dchu) calculated a total of 33.313ml infused during the time of the infusion. This value was derived by subtracting the value (100.165ml) at the start of the infusion from the value (115.666ml) at the clearing of the volume infused, then adding the additional volume infused value (17.812ml) when the infusion was terminated. The review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date that would result in the reported event. It is not possible to determine what the actual volume is within an intravenous container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Incidental finding: male iui was observed with damage. Replace male iui. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Incidental finding: front case was observed with cracks near both lower screw inserts. Replace front case. Incidental finding: male iui was observed with contamination around some isolation ribs. Replace male iui. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion where only 10ml of morphine was infused instead of 34ml, was not identified during the investigation. Review of the device logs and laboratory testing were performed, and it was observed that the device was operating as intended with no obvious programming errors or functional issues found to be attributing to the reported incident. Note that this report lists imdrf annex a0401, g02017. C07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a morphine (5mg/ml) infusion with a total volume of approximately 110ml including overfill was programmed to infuse at 10mg/hr. (2ml/hr.) From (B)(6) 2024 at 1:54 pm to (B)(6) 2024 at 6:41 am. The expected infusion amount was 34ml ml however actual infusion amount was 10ml. The volume of the remaining in the morphine bag was 100ml however the expected amount remaining should have been 66-76ml. There was patient involvement but no harm. Bd received additional information. After the event was reported to bd, bd clinical and technical practice consultants went onsite to gather additional information. It was reported that the patient was on morphine drip via alaris pump at 2ml/hr. As a primary line. An rn hung up the 100ml bag at 1354 on (B)(6) 2024. Patient reportedly expired at 0700 on 156 (B)(6) 2024. Two rns wasted the volume from the bag and the line, totaled for 100ml. Talked to pharmacy, saying the initial volume could be 110ml. However, if patient received 2ml/hr., the wasting volume should be 66 to 76ml. The night primary rn, and another rn verified the pump was running at 2ml/hr. The dayshift rn who hung the bag the day before rn verified. She hung up the 100ml bag, pulled from pyxis, and ran at 2ml/hr. Morphine 5mg/ml in sodium chloride 0.9% 100ml infusion intravenous titrated at 0.2ml/hr. IV bag was compounded by pharmacy. Removed volume of amount of drug to be added. Baxter IV bag was used. Do not account for overfill on the medication label. Per pharmacy, nursing would prime the IV set. The occurred on the medical oncology unit. Per customer (nurse manager), the death was not contributed by the pump issue. The primary cause of death was "acute blood loss anemia" while the secondary cause of death was "proctitis and rectal bleeding, thigh/buttock hematoma, severe sepsis, pancreatic mass with hepatic metastasis, new onset a-fib."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a morphine (5mg/ml) infusion with a total volume of approximately 110ml including overfill was programmed to infuse at 10mg/hr (2ml/hr) from (B)(6) 2024 at 1:54 pm to (B)(6) 2024 at 6:41 am. The expected infusion amount was 34ml ml however actual infusion amount was 10ml. The volume of the remaining in the morphine bag was 100ml however the expected amount remaining should have been 66-76ml. There was patient involvement but no harm.